Event description:
The customer contacted ortho clinical diagnostics to report lower than expected results obtained from a biorad l1 control fluid when using two vitros bhcg reagent lots on a vitros eciq immunodiagnostics system. Vitros bhcg reagent lot 1160, biorad l1 results 2.57 and <2.39 miu/ml (x5) vs. Expected 6.45 miu/ml; vitros bhcg reagent lot 1170, biorad l1 results <2.39 miu/ml (x4) vs. Expected 6.45 miu/ml. Patient samples were not processed during the timeframe of the event; however, if the event were to recur undetected it is possible that patient samples could be affected. There was no allegation of harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation found that lower than expected results obtained from a control fluid were obtained when using two vitros bhcg reagent lots on a vitros eciq immunodiagnostics system. The most likely assignable cause for the event is an instrument related issue. Two different vitros bhcg reagent lots were affected; the generation of f02-194 intellicheck codes; the reagent metering and well wash aspiration volumes being outside of specifications all indicate the likely cause of the event was instrument related. Acceptable performance was obtained after ocd field service.